Event description:
Supplemental report needed for additional information.

Manufacturer narrative:
H6: evaluation results: this report is based on a similar event reported from the same customer as manufacture report number 2020362-2020-00090. Sample and complaint recreations were performed, but a definitive root cause could not be determined. The procured buckle used for the manufacture of this product was tested and found to meet design requirements. Based on the investigation, it was determined that the product reported in this complaint was manufactured according to its specifications. A review of the complaint database revealed 2 similar complaints of the buckle breaking while in use with a patient. Of the 2 complaints only 1 product was returned for analysis and possible root cause was due to excessive force. Additionally, a supplier corrective action report, scar-00119, was created to follow up with the supplier to notify and investigate. The supplier confirms that the buckle material also met specification. Therefore, no corrective or preventative actions are necessary as there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Manufacturer narrative:
Product is scheduled to be returned, but has not been received by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provided adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). Product not returned at this time.

Event description:
Received email from sales rep informing us of a complaint regarding item 2532. Plastic buckle had broken off and the patient was able to become free handed. Verifying additional information, no gtin provided and troubleshooting guide saved. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
H6: evaluation: customer confirmed unit was lost or discarded and will not be returned for analysis. This event is reported solely on the information provided by the customer. An investigation of historical complaints found other complaints where the quick-release buckle broke and resulted in patient release. However, most of the breakage were related to the prong, of the male portion of the buckle, and the possible cause was excessive force or wear and tear. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. It is recommended that the restraint not be used on patient "who is or becomes highly aggressive, combative, agitated or suicidal." The IFU also provided extra warning to "always monitor patient per facility policy. Before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if device is damaged or if unable to lock. Without the return of the device, the reported issue could not be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
Supplemental based on no product return evaluation.